Event description:
It was reported that this patient a cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) and the health care professional (hcp) called for review of device data. Technical services (ts) reviewed data and found a stored signal artifact monitor (sam) episode in which there was noise that was being oversensed which disabled the respiratory rate sensor. Ts noted it appears to be due to external noise and some related procedure. Additionally, there was observations of high out-of-range pacing lead impedance measurements on both the right atrial (ra) and right ventricular (rv) lead. At this time, the device remains in service. No adverse patient effects were reported.